Event description:
A customer reported that prior to a case, the system had no illumination. Further details have been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The customer reported that the system had no illumination. Further information indicates the reported event occurred before surgery with no patient involvement. The company representative examined the system and was able to replicate the reported event. The company representative replaced xenon lamp, which had exceeded its expected life. The system was then tested and met all product specifications. The system was manufactured on march 10, 2009. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause of the reported event can be attributed to the xenon lamp, which exceeded its expected life. The manufacturer internal reference number is: (B)(4).